Event description:
The patient experienced withdrawal symptoms. It was not known if there were any alarms or if the programming was correct. The actual residual volume (avr) aspirated was 0.5ml, less than the expected residual volume (evr) of 5.5ml. It was reported at the previous refill the expected residual volume was 8ml and the actual residual volume was 28ml. The pump was refilled with the patient and pump volumes being monitored. It was reported that the patient was fine with an expected refill date around (B)(6) but may come in the (B)(6) time frame. The pump delivered hydromorphone and clonidine.

Event description:
Additional information: it was reported that the explanting physician believed the pump was not "working" due to catheter occlusions; however, the occlusions were not verified.

Manufacturer narrative:
Catheter model # 8711, lot # n076790009, implanted on: (B)(6) 2006, explanted on: unknown. (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Only the pump was returned for analysis. Final analysis of the pump revealed motor/gear train anomaly/corrosion and/or wear and/or lubrication issues.

Event description:
Additional information: the most recent events were reported to have occurred on (B)(6)2012; cause unknown. Patient experienced symptoms of diaphoresis, increased anxiety, increased leg pain, tremulousness, nausea and vomiting. Patient outcome was noted as patient recovered without sequel. In addition to the drugs reported previously, bupivacaine was also reported to be infused via the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8711, serial# (B)(4), implanted: 2006-(B)(6), explanted: 2012-(B)(6), product type catheter. (B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.